Event description:
Non-intact epidural catheter tip upon removal - upon examination it appears to be approximately 1cm in length missing. Ortho surgeon assessed. Opted to leave in place. Lot number on outside of packaging. Packaging discarded. Therefore, lot number unavailable. None-from previous experience, catheter is not radiopaque.